Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted with an allegation of premature battery depletion. It was also reported that this device was erroding through the pocket and as a result the entire lead system was also removed.